Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient's wife stated that she was out of the house and received a dexcom follower notification that her husband had a low blood glucose level of 44mg/dl. Patient's wife reported that she could not get in touch with her husband, so she contacted the paramedics. When she arrived at the house, paramedics were already on site and tested the patient's blood glucose level which was 129mg/dl. No treatment was needed. At the time of contact, the patient was in good condition. No additional event information was reported. Additionally, it was reported that the patient did not calibrate after experiencing inaccuracy. The dexcom g4 platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.